Event description:
Device 1 of 2; reference MFR. Report#: 3006705815-2017-01023. The patient's second model 3186 lead has been added to this report as a new device (device 2).

Event description:
Device 1 of 2; reference MFR. Report#: 3006705815-2017-01023. Follow-up information revealed the patient is doing well following the procedure and the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a permanent implant lead procedure, the patient experienced a cerebrospinal fluid leak (csf). The patient was instructed to drink caffeine and take over the counter medications if needed. No blood patch was done.